Event description:
Dome detached during traction removal. Indwelling period was 180 days. The detached portion is to be excreted. The device was free floating within the fibrous tract before removal. No resistance was noted during the attempt to remove. The thickness of abdominal wall is about 3cm. Admininstration: teprenone, amlodipine besilate. Water was injected before and after administration. Decompression was done once a day. The doctor in charge is skilled in replacement of the device.